Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred which resulted in the customer experiencing an unknown high blood glucose level. Customer was administered a manual injection to treat for the high blood glucose. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, a new cartridge was loaded and insulin delivery was resumed.